Event description:
It was reported that at the pump replacement for expected eol when the hcp disconnected the catheter from the pump there was no spontaneous retrograde flow csf obtained. When the existing catheter attached to the new pump accessed cap with 24 gauge non coring needle and unable to aspirate fluid from the catheter. The cause of the difficulty aspirating the catheter was never determined. The hcp made a clinical decision to prime new pump on the back table over 19 minutes with narcotic and attached newly primed pump to the existing catheter. 12.5ml expected residual volume withdrawn from the explanted pump today consistent with 12.0 ml actual volume of medication withdrawn. The pump was programmed at same settings as explanted pump with ptm settings. The patient and the spouse reporting effect effective relief form therapy and managing hcp indicated no issues with refills and patient efficacy. The patient status at the time of the event was noted as alive, no injury. Per the reporter the clinic had spoken with the patient (B)(6) 2015 and the patient stated they were sore from the surgery but otherwise ¿doing ok¿. The pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID; 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8703, implanted: (B)(6)1994, product type: catheter. (B)(4).

Event description:
.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly, pump motor o-ring wear. The catheter was not returned for analysis.